Event description:
It was reported that the antenna too hot icon occurred on three occasions starting two weeks ago. It was noted that it left a little red welt on the patient.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(6); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).